Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the tip is attached to the fiber; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion and signs of crystal deposits on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and partially erased blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "fiber tip came off" could not be confirmed; glass cap distal fracture was observed;the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The first fiber: 197,205 joules of use and 23:50 minutes. The fiber tip (cap) of first fiber was cleaned during the procedure.

Event description:
It was reported that during a bph surgical procedure ¿fiber tip came off inside the patient¿. The tip was retrieved. The fiber was exchanged and the procedure was competed by using second fiber. Patient outcome ¿ok¿. No injury to the patient was reported.